Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The patient usually will prime 1 unit into himself to clear the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: there was a loss of prime warning associated with low non-zero force observed in the black box history. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was out of specification. The pump case was removed and there was no damage observed internally.